Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was oversensing the minute ventilation (mv) signal which caused pacing inhibition for approximately 7.4 seconds. The patient is pacemaker-dependent and fainted due to this. The patient also reported experiencing dizzy spells in the past as well. Boston scientific technical services provided troubleshooting options and explained that the patient needs to come back for further testing. Additional information provided from the field indicated mv was programmed off for the patient. The crt-p remains in service and there were no additional adverse patient effects reported.